Event description:
A report was received that the patient is experiencing a burning, scratchy feeling at the ipg site. The physician prescribed the patient topical patches which temporarily helped with the burning sensation. A good faith effort was made by bsn to follow up with the patient with no success.

Manufacturer narrative:
This is the final report.